Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker hip. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to manufacturer.

Event description:
During the investigation it was determined that the surgery during which the patient's mdm components were placed was a revision of stryker devices. The provided operative report describes the indication for revision as "periacetabular osteolysis". Per the operative report the patient's acetabular liner and femoral head were removed and replaced with mdm devices. The acetabualr shell and femoral stem remained in-situ.

Manufacturer narrative:
(B)(6). An event regarding hip revision due to "periacetabular osteolysis" involving an unknown stryker hip was reported. The event was confirmed. -medical records received and evaluation: clinician review of the provided records did not comment on the subject surgery due to the limited information provided regarding the revision. The patient underwent a revision hip arthroplasty on (B)(6)-2013 for the indication for revision of "periacetabular osteolysis. According to the limited details in the provided operative report the patient's acetabular shell and femoral stem were retained and the bearing surface was replaced with the subject mdm components. She was noted to be moderately active post-implantation. Conclusions: the event could not be confirmed nor the root cause of the reported osteolysis determined due to the minimal information received.

Event description:
During the investigation it was determined that the surgery during which the patient's mdm components were placed was a revision of stryker devices. The provided operative report describes the indication for revision as "periacetabular osteolysis". Per the operative report the patient's acetabular liner and femoral head were removed and replaced with mdm devices. The acetabualr shell and femoral stem remained in-situ.